Event description:
Customer reported that he have to called the paramedics and was hospitalized due to high blood glucose. The blood glucose reading was 415 mg/dl at the time the paramedics arrived. Customer stated that he had unexplained high blood glucose nausea and weakness prior to called the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.